Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the physician mistakenly cut the patient¿s model 3228 lead during an elective ipg replacement surgery. As a result, the physician replaced the lead. Postoperatively, therapy was confirmed.